Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2019 with the following findings: on examination, the keypad cover was intact and without damage. Examination confirmed the alleged presence of moisture. The pump was received in a condition that prevented the investigation of the alleged keypad button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged all the keypad buttons were unresponsive after the pump had been wore while swimming. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.